Event description:
It was reported by the customer that a pyxis medbank system had bio ID was not lighting up and drawers were not functioning properly. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bio ID was not lighting up and drawer 5 & 6 were not functioning properly. The field service engineer was able to resolve the issue by replacing the drawer controller boards on each individual drawer, as well as the pmc pyxis mini board. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.